Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. Phone number: (B)(6). If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge was cracked. The intraocular lens (iol) model pcb00 ended up not being able to come through the tip and possibly got damaged due to the cracked cartridge. There was no patient contact with the product. No further information received.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional/ no similar complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.